Event description:
It was reported that the tips of the device is broken.

Manufacturer narrative:
Method: device history review; complaint history review; results: it is unknown what exactly caused the tip to fracture so the cause is multifactorial. Conclusion: one rps self holding hexag screwdriver was confirmed via a provided photo to have a fractured clip. This was discovered after surgery, so there was no delay in surgery and no adverse consequences to the patient per the stryker rep. Manufacturing records were reviewed and no manufacturing anomalies were reported. No new harms/hazards were observed.

Event description:
It was reported that the tips of the device is broken.